Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: addrl1 ipg, implanted (B)(6) 2015. (B)(4).

Event description:
The patient reported lightheadedness upon waking. The following physician confirmed that the right ventricular (rv) lead was exhibiting rising thresholds. Lead impedance had also risen into a high range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.